Manufacturer narrative:
Further troubleshooting was planned. This report will be updated when additional information is received. The device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that upon interrogation of this pacemaker, the signal artifact monitor (sam) was automatically enabled. Then a sam episode was stored and the minute ventilation sensor vector was switched. Technical services reviewed the available device data. The right atrial (ra) lead exhibited noise in some atrial tachycardia response (atr) episodes. Also, the pacing impedance on the ra lead was high, out-of-range at greater than 3,000 ohms. It was also noted that atrial lead diagnostics were missing between the end of november and the end of december. Technical services discussed that impedance and threshold measurements were not able to be taken due to noise being present at the time of the daily measurements. It was recommended to thoroughly evaluate the ra lead by trying to recreate the noise and out-of-range impedance measurements with patient movements and pocket manipulation. It was observed that in the current device data, the mv sensor was now off. If the physician wished to turn it on, they could program sam on, and set it to use the rv vector. The field representative reported the patient would be seen in the clinic for evaluation at the end of april. The device and lead remain in service. No adverse patient effects were reported. Additional information was received. At the troubleshooting, the ra lead was programmed to unipolar pacing and bipolar sensing. No pacing impedance issues were observed, and pacing thresholds and p-wave measurements were good. Noise was only able to be reproduced with pocket manipulation; it was a lot of noise, so the sensitivity was adjusted and the patient will be monitored in the remote monitoring system until the next scheduled follow-up. No device data was available for technical services to review, but they discussed performing chest x-rays to evaluate the lead position, integrity of the lead body, and insertion of the terminal pin into the device header to determine if the lead was compromised. Technical services agreed with continued remote monitoring for the lead, as long as the noise was well managed with the programming changes. No adverse patient effects were reported.

Manufacturer narrative:
Further troubleshooting was planned. This report will be updated when additional information is received. The device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The device was received and is undergoing laboratory analysis. This report will be updated when analysis is complete. Patient code 3191 captures the reportable event of surgery. The returned device was analyzed. A visual inspection of the device header and case noted no anomalies. The seal plugs were intact and the setscrews moved freely. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The investigation determined that this device exhibited intermittent out-of-range impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection.

Event description:
It was reported that upon interrogation of this pacemaker, the signal artifact monitor (sam) was automatically enabled. Then a sam episode was stored and the minute ventilation sensor vector was switched. Technical services reviewed the available device data. The right atrial (ra) lead exhibited noise in some atrial tachycardia response (atr) episodes. Also, the pacing impedance on the ra lead was high, out-of-range at greater than 3,000 ohms. It was also noted that atrial lead diagnostics were missing between the end of november and the end of december. Technical services discussed that impedance and threshold measurements were not able to be taken due to noise being present at the time of the daily measurements. It was recommended to thoroughly evaluate the ra lead by trying to recreate the noise and out-of-range impedance measurements with patient movements and pocket manipulation. It was observed that in the current device data, the mv sensor was now off. If the physician wished to turn it on, they could program sam on, and set it to use the rv vector. The field representative reported the patient would be seen in the clinic for evaluation at the end of april. The device and lead remain in service. No adverse patient effects were reported. Additional information was received. At the troubleshooting, the ra lead was programmed to unipolar pacing and bipolar sensing. No pacing impedance issues were observed, and pacing thresholds and p-wave measurements were good. Noise was only able to be reproduced with pocket manipulation; it was a lot of noise, so the sensitivity was adjusted and the patient will be monitored in the remote monitoring system until the next scheduled follow-up. No device data was available for technical services to review, but they discussed performing chest x-rays to evaluate the lead position, integrity of the lead body, and insertion of the terminal pin into the device header to determine if the lead was compromised. Technical services agreed with continued remote monitoring for the lead, as long as the noise was well managed with the programming changes. No adverse patient effects were reported. In november, the patient's condition had changed such that this pacemaker was explanted and replaced with a cardiac resynchronization therapy pacemaker (crt-p). During the procedure, insulation damage was observed on the chronic leads, so the leads were surgically abandoned and replaced. The physician reported noise had begun on the rv lead and questioned whether the noise, oversensing, and impedance issues were due to a connection issue in the device header or were caused by the insulation damage noted. The explanted pacemaker was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Further troubleshooting was planned. This report will be updated when additional information is received. The device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The device was received and is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
It was reported that upon interrogation of this pacemaker, the signal artifact monitor (sam) was automatically enabled. Then a sam episode was stored and the minute ventilation sensor vector was switched. Technical services reviewed the available device data. The right atrial (ra) lead exhibited noise in some atrial tachycardia response (atr) episodes. Also, the pacing impedance on the ra lead was high, out-of-range at greater than 3,000 ohms. It was also noted that atrial lead diagnostics were missing between the end of november and the end of december. Technical services discussed that impedance and threshold measurements were not able to be taken due to noise being present at the time of the daily measurements. It was recommended to thoroughly evaluate the ra lead by trying to recreate the noise and out-of-range impedance measurements with patient movements and pocket manipulation. It was observed that in the current device data, the mv sensor was now off. If the physician wished to turn it on, they could program sam on, and set it to use the rv vector. The field representative reported the patient would be seen in the clinic for evaluation at the end of april. The device and lead remain in service. No adverse patient effects were reported. Additional information was received. At the troubleshooting, the ra lead was programmed to unipolar pacing and bipolar sensing. No pacing impedance issues were observed, and pacing thresholds and p-wave measurements were good. Noise was only able to be reproduced with pocket manipulation; it was a lot of noise, so the sensitivity was adjusted and the patient will be monitored in the remote monitoring system until the next scheduled follow-up. No device data was available for technical services to review, but they discussed performing chest x-rays to evaluate the lead position, integrity of the lead body, and insertion of the terminal pin into the device header to determine if the lead was compromised. Technical services agreed with continued remote monitoring for the lead, as long as the noise was well managed with the programming changes. No adverse patient effects were reported. In november, the patient's condition had changed such that this pacemaker was explanted and replaced with a cardiac resynchronization therapy pacemaker (crt-p). During the procedure, insulation damage was observed on the chronic leads, so the leads were surgically abandoned and replaced. The physician reported noise had begun on the rv lead and questioned whether the noise, oversensing, and impedance issues were due to a connection issue in the device header or were caused by the insulation damage noted. The explanted pacemaker was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Further troubleshooting was planned. This report will be updated when additional information is received.

Event description:
It was reported that upon interrogation of this pacemaker, the signal artifact monitor (sam) was automatically enabled. Then a sam episode was stored and the minute ventilation sensor vector was switched. Technical services reviewed the available device data. The right atrial (ra) lead exhibited noise in some atrial tachycardia response (atr) episodes. Also, the pacing impedance on the ra lead was high, out-of-range at greater than 3,000 ohms. It was also noted that atrial lead diagnostics were missing between the end of november and the end of december. Technical services discussed that impedance and threshold measurements were not able to be taken due to noise being present at the time of the daily measurements. It was recommended to thoroughly evaluate the ra lead by trying to recreate the noise and out-of-range impedance measurements with patient movements and pocket manipulation. It was observed that in the current device data, the mv sensor was now off. If the physician wished to turn it on, they could program sam on, and set it to use the rv vector. The field representative reported the patient would be seen in the clinic for evaluation at the end of april. The device and lead remain in service. No adverse patient effects were reported.